Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has a leak in the drive manifold on solenoid valve k8 which therefore prevents the tank from being purged. There was no patient harm reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has a leak in the drive manifold on solenoid valve k8 which therefore prevents the tank from being purged. Unit was swapped out to another cs300. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer( fse ) note that the compressor vacuum is not high enough. While doing tests, fse notice that there is a leak on the k8 pressure valve of the drive manifold. This problem on k8 prevents the vacuum from reaching the correct threshold to purge the intra-aortic ballon, so fse replaced the drive manifold and there is no longer any malfunction. Verified unit calibrated and passes all functional and safety tests per factory specifications,(**functional check with patient simulator and iapb consumable.** safety disc and drive valve leak test** pneumatic performance test** functional tests with simulator (pressure signal, ECG signal)** electrical safety test iec 60601 standard (resistance to earth, leakage current and insulation resistance)** device compliant with the recommendations and tolerance ranges defined by the manufacturer** ) returned to customer and cleared for clinical use.